Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred.